Event description:
The customer reported failed preventive maintenance, device fails pressure cal during pm. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/21/2016 to present date 12/11/2020, and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported failed preventive maintenance, device fails pressure cal during pm. There was no patient involvement reported.